Event description:
On an unknown date, a 24mm amplatzer septal occluder deployed deformed, cobra-shaped. The device was exchanged for another 24mm amplatzer septal occluder (lot number: 5375569) and the procedure was completed. Additional information has been requested.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(4) 2018, a 24mm amplatzer septal occluder deployed deformed, cobra-shaped. The device was exchanged for another 24mm amplatzer septal occluder (lot number: 5375569) and the procedure was completed. The patient remained hemodynamically stable throughout the procedure. Post-operatively, the patient is reported to be stable and discharged home.